Event description:
In 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The medical affairs specialist (mas) sent a letter to the patient because she could not be reached by phone on two different days at different times. Information was not provided as to how long the patient was unable to test with the reported meter. The patient took lantus 100 units and 25 units of another "unidentified" insulin after attempted use of the one touch ultra meter. The patient's back was hurting, she felt sick, and was vomiting at the time of concern. The patient received medical attention in 2006 at 5:00 pm. A blood glucose result of 425 mg/dl was obtained on a hospital meter. Information was not provided regarding the time that the patient took the above noted insulin relative to the result of 425 mg/dl being obtained. The patient received no treatment other then a blood glucose test. Information was not provided regarding the patient's diabetes treatment regimen. The customer care advocate (cca) confirmed that the patient used the correct test strips and the battery was correctly installed. The cca walked the patient through pressing the power button and inserting a test strip into the test strip port; the meter did not turn on with either attempt. The cca was unable to walk the patient through replacing the batter because the patient did not have a battery. Themeter, test strips, and control solution were replaced. The complaint is reported because the patient was unable test with the lfs product. The patient experienced symptoms and obtained a high blood glucose result on a hospital device.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.